Event description:
It was reported that an ilet bionic pancreas touchscreen was found cracked and the device could not be unlocked, with the patient unsure how the damage occurred; the problem involved a fracture of the touchscreen component and the device had been synced prior to shutdown, with the patient using backup therapy and blood glucose levels unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.